Event description:
It was reported that this accessory wholey wire exhibited a contact with the right bundle branch during initial sheath access resulting in a complete heart block for the patient who had an underlying left bundle branch block and sick sinus syndrome but in sinus rhythm. A quadripolar catheter was placed in the right ventricle and paced with a temporary pacemaker at sixty beats per minute. The physician implanted a permanent pacemaker post pulsed field ablation procedure. This accessory was out of service. No adverse patient effects were reported.

Event description:
It was reported that this accessory wholey wire exhibited a contact with the right bundle branch during initial sheath access resulting in a complete heart block for the patient who had an underlying left bundle branch block and sick sinus syndrome but in sinus rhythm. A quadripolar catheter was placed in the right ventricle and paced with a temporary pacemaker at sixty beats per minute. The physician implanted a permanent pacemaker post pulsed field ablation procedure. This accessory was out of service. No adverse patient effects were reported.

Manufacturer narrative:
The guidewire was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the accessory product; however response was not received. A risk review was completed and confirmed that the event of complete heart block (as a result of wire contacting the right bundle branch during access, resulting in vessel wall/myocardium irritation) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the instructions for use (IFU) determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem because the reason for the alleged observation(s) could not be determined. It was concluded that the unknown factors most probably contributed to the event.